Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and left a message stating the pump was not working. The patient reportedly has been experiencing blood glucose (bg) values over 400mg/dl. There were no reported symptoms. There was no additional information available for this complaint. Customer support (cs) has made several attempts to contact the reporter and has been unsuccessful. The reported bg is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that the pump was not working.